Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had damaged power cable. A field service engineer (fse) ejected all cubie pockets from 3 half-height and 2 full-height drawers, inspected and reseated all internal cables and replaced the power cable and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user requested preventative maintenance for station. However, there were no delay in patient care and no adverse events or injuries reported based on this event.